Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient alleged that the subject meter was reading inaccurately at 10pm on (B)(6) and 3am on (B)(6), when she obtained alleged inaccurately high blood glucose results of 450 and 500 mg/dl, respectively. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that because of the alleged inaccurate results, she had taken ¿way too much insulin¿; she couldn't remember the exact dose, but thought it was at least 25 units. She reported that she woke up at 6:30am on (B)(6) with ¿shaking¿ and ¿could tell¿ that her blood sugar was low. She reported that she obtained an alleged inaccurately high blood glucose result of 350 mg/dl on the subject meter and compared that to a result of 250 mg/dl on her neighbor¿s meter, an unspecified time later. If was not established during the call whether the patient had received any treatment for her symptoms above and beyond her usual diabetes care and management routine. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaking, after obtaining alleged inaccurately high results on the subject meter and administering an increased dose of insulin.